Event description:
It was reported that the pta balloon was slow to deflate after the initial inflation of 12 atm during use in a tips (transjugular intrahepatic portosystemic shunt) procedure. The balloon was eventually able to be deflated with additional manipulation of the catheter and was retracted through the introducer sheath without further incident. There was no reported pt injury.

Manufacturer narrative:
Mfg records were reviewed and there was no evidence that the failure mode reported in this complaint was mfg related. The lot met all release criteria. The device was not returned for evaluation; therefore, the investigation is inconclusive. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.